Manufacturer narrative:
The device was returned to olympus for inspection, and the crack in the lens failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube protector was missing. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid endoscope telescope exhibited a cracked lens. The issue occurred during a diagnostic cytoscopy procedure, that was completed with a olympus backup device. There were no reports of patient harm.